Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the initial inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported, and the patient was in good condition post-procedure.